Event description:
The device is new, out of the box, and was to be used as a service loaner to customers. According to the reporter, the device operates if one battery is installed in either of the two battery wells, but will not power up or operate if two batteries are installed in both battery wells. There was no patient associated with the report.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA as provided.